Manufacturer narrative:
Based on the completed investigation, the failures of the motherboard and the hvps is likely as a result of an electrical/electronic component problem. The root cause of the both failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the generator was found to have a motherboard failure, causing the hand control function of the electrosurgical pencil to be out of order. Additionally, the hvps (high voltage power supply) board was found with soldering traces, and abnormal supply connector. There was no patient involved.